Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. A global receiver functional test was performed and receiver will not run at the functional tester. The receiver log was reviewed and receiver will not down load logs. Receiver will not boot up, re-initialized continuously. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for 050 initializing screen without manual restart could not be confirmed. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). Correction-the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name. If follow-up, what type?: correction.